Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the product had split down the side of the tube when a bunnel jet life port adapter was placed in the end. The part that split was at the end of the tube where the bevel portion of the 15mm adapter fits into the endotracheal tube (ett) itself. There patient was re-intubated.